Manufacturer narrative:
Sc-2317-70 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient's lead was broken. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred eight months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7070701.

Event description:
It was reported that the patients lead was broken. All components were explanted and will not be returned per hospital policy.